Manufacturer narrative:
The reported event is confirmed due to leakage happening with the eyelet. Visual evaluation noted received 1 silicone foley catheter. Using in house syringe the returned catheter was inflated with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation leakage was present from the eyelet therefore inhibiting the balloon to be inflated properly. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample shows end of catheter with deflated balloon. Based on physical sample received the product does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be lumen partially collapsed. However, there was insufficient information to confirm this potential root cause. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that apparently sterile water leaked from the foley catheter balloon during the pretest. On visual inspection, they confirmed that there was a leak from the drainage eye. No other abnormalities were found on the exterior. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that apparently sterile water leaked from the foley catheter balloon during the pretest. On visual inspection they confirmed that there was a leak from the drainage eye. No other abnormalities were found on the exterior. They cut the inlet tube and discarded the bag.